Event description:
The customer reported that while the unit was in use on a patient, the pressure waveform was not displaying or acquiring data from the fiber optic. The patient was switched to another unit and therapy was continued. However, the issue of the pressure waveform not displaying or acquiring data from the fiber optic persisted on the second pump. No patient injury was reported. Refer to MDR 2249723-2014-00966 ((B)(4)) opened for the first iabp used during this event. (B)(4) was opened in regards to the iab used during this event.

Manufacturer narrative:
Based on the information on hand and the time lapse, no actions are deemed necessary at this time. No further evaluation with respect to the iabp serial number s/n and the resolution of the event has been made. (B)(4).